Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. The insulin pump passed the displacement accuracy test. Device received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2017 for a diabetic ketoacidosis. He was currently on manual injections because they did not trust the insulin pump. The high pressure test passed. Customer's blood glucose level was over 700 mg/dl. The customer was bolusing with the insulin pump. The infusion set had a bent cannula initially. He was on insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The time and date were not correct. He had blurred vision due to the high blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.